Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) malfunctioned. The continuous loss of helium and batteries was reported. There was no patient harm reported. The fse was dispatched to evaluate the unit, drive manifolds and solenoid board found to be defective.